Event description:
Additional information: this event has occurred twice now. The first event was with immune globulin, not hazardous. The second event was with trodelvy, a chemotherapy. It appears that no chemo was spilled on patient or provider, just on the floor and counter. It was a large chemo spill that required a special clean, which took time.

Manufacturer narrative:
Investigation results: it was reported that there was tubing damage. One sample model 2420-0007, lot 24066827 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated below the safety clamp that gets inserted into the pump. No other defects or abnormalities were observed. The customer complaint was verified. From the manufacturer's investigation, he most possible root cause that generates a component separation is due an incorrect insertion of tubing to solvent dispenser by the production personnel. Lot reported was manufactured on mar 14th, 2023, before actions state implemented for a similar condition reported. Following actions were defined: ¿ an accessory to be implemented to the medica solvent dispenser that assists the production personnel in guiding the tubing to the insertion point. Approved on oct 30th, 2024. A device history record review for model 2426-0007 lot number 24066827 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24jun2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged. The following information was received by the initial reporter with the following verbatim: it was reported by customer that the tubing broke at the safety clamp site.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.